Event description:
It was reported that during a small bowel anastomosis, the patient had a medical history of metastatic melanoma and had stopped immunotherapy one week prior to surgery. The surgeon performed one firing to create the anastomosis in the distal ileum under the babcock, then cross-stapled using a second cartridge. After firing, a 1 cm gap in staples was noted at the anastomosis join and cross-stapling site. It was noted that the staple line was incomplete centrally. The surgeon re-stapled using a new stapler and cartridge, and the staple line was completed successfully.

Manufacturer narrative:
D10 concomitant product: gia80mtc, cartridge gia80mtc medthk tristp (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.